Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge in an ilet bionic pancreas was found cracked at the top and leaking, after which the user replaced it successfully while on a support call and subsequently reported blood glucose back in range. Symptoms included hyperglycemia with a peak glucose of 357 mg/dl and system alerts for prolonged high glucose. Outcomes included transient elevated glucose for approximately two hours without ketone testing, backup therapy, medical intervention, or immediate health effects. Investigation included customer support troubleshooting and monitoring guidance, with a follow-up confirming glucose normalization. Investigation of this case revealed a damaged insulin cartridge consistent with a device component failure of the cartridge that led to insulin leakage and elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was a damaged or defective cartridge.